Event description:
It was reported that the pt experienced a loss of therapeutic effect (increased spasticity). The pt was receiving 180 mcg/day of baclofen and was having spasticity in the lower region of the body. The physician recently increased the daily dose to 250 mcg/day, on the same day, the pt became very rigid. The pt was admitted to the ER. It was unk if the symptoms were related to the pump or other medical complications. It was indicated that diagnostics were going to be performed. The health care provider responded to f/u by indicating that the cause of the initial event was a urinary tract infection. No other signs or symptoms were reported, but it was indicated that the pt outcome was death. Date and cause of death were not reported. It was later reported that the pt had multiple co-morbidities including deep brain stimulation sys implanted for essential tremor. Per the reporter, the pt may have contracted pneumonia. The pt had developed swallowing problems. It is unk if an autopsy was performed.